Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) machine was not switching on. There was no patient involvement and no harm or injury reported on site

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked and found power supply defective. Power supply need to be replace. Machine not working. Waiting for part. The part is not yet replaced. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. A getinge field service engineer (fse) checked and found power supply defective. Power supply need to be replace. Machine not working. On 5/1/2026 fse replaced power supply and checked all functions tests passed and handed over machine to customer in proper working condition.

Event description:
Na.